Event description:
The customer reported that the 8800 system displayed a generator error message. No patient injury was reported.

Manufacturer narrative:
The ge representative conducted an on site investigation. The coin battery in the generator interface board was replaced. The system was tested and is now operating as intended.